Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site registered nurse (rn) reported that, while in a procedure, the navigation system produced a message localizer not connected, this occurred when the surgeon was navigating. Prior to this, the navigation system was functioning normally. In trouble-shooting, camera cable was fully connected and showing two green leds. No further details regarding the concern were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015; a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Logs were not available for analysis.no parts have been received by manufacturer for analysis.no further issues have been reported.